Event description:
A customer reported an unexpected refractive outcome after cataract surgery with intraocular lens (iol) implantation. The patient's astigmatism was reported to have rotated from 175º to 95º. According to the customer and a second surgeon who reviewed the patient records, the measurements, data entry, calculations for iol diopter, iol selection, implantation and orientation were all correct. No iol rotation was observed. The customer indicated the refractive surprise suggested an iol power different than planned had been implanted and suspected an incorrect labeling. The patient did not want to have the iol explanted. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Based on a review of the data in the complaint file, implantation of an inappropriate lens model cannot be ruled out. The product investigation could not identify a root cause. Additional information has been requested but not received to date. (B)(4).